Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that post implantation of the certas valve the patient developed an infection and the device was revised. The valve was implanted to the patient; however, date of implant and initial setting were unknown. There was suspected of infection. The revision surgery was performed with hakim valve last week and mrse was confirmed in the valve. There has been no further reports of adverse events for this patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. However, no conclusion was able to be determined based on evaluation of the device. A review of manufacturing records found no nonconformances related to the reported issue. Review of sterilization records found that the device conformed to specification when released. Infection is a known potential adverse outcome in shunt implant procedures. The IFU states: ¿complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted pathway.¿ based on the information available, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.